Event description:
The customer reports receiving a reading of "hi" from her adc meter and dosing her insulin according to this. She states, she then developed symptoms of hypoglycemia (confusion and heavy perspiration) and lost consciousness. A second reading of 26 mg/dl was then obtained and the customer's husband gave her a can of cola to treat the hypoglycemia. No third party intervention was required.